Manufacturer narrative:
Eval summary: no devices or photos were received; the condition of the components is unknown. Neither surgical notes or x-rays were provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Patient factors that may affect the performance or the components such as bone quality, height/weight, activity level, type of activity (low impact vs high impact), adherence to rehabilitation protocol and relevant medical history are unknown. Possible root cause of the dislocation and revision is that the patient's soft tissue tension was not enough to hold the joint stable or that the initial implant orientation did not achieve optimal soft tissue tension and similar leg length. A definitive root cause cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.

Event description:
It was reported that the patient was revised for dislocation.